Event description:
Reportedly, during a follow-up with the pacemaker involved in this MDR report, over and under-sensing was observed. Then an episode of collapse occurred several days after the follow-up and the patient was admitted at the hospital. Following the admission in the hospital, there was no evidence of pacemaker malfunction on 24 hour telemetry and no episodes recorded in the pacemaker's memory. However, the physician decided to explant the pacemaker in case of the collapse was due to a device malfunction. The device was returned for analysis. Another pacemaker was implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.